Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 rail on the right side had been broken. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay in dispensing medication to the patient, as the user had to retrieve the medication from the pharmacy or another station. However, there were no adverse events or injuries reported based on this even

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the auxiliary drawer 5 rails were damaged and needed to be replaced. A field service engineer swapped out successfully with parts provided from the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.